Event description:
It was reported a patient's left ventricular lead presented with non-capture due to dislodgement, confirmed via x-ray. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4) .it was reported a patient's left ventricular (lv) lead presented with non-capture due to dislodgement, confirmed via x-ray and fluoroscopy. The atrial lead was also dislodged. The lv lead was capped and replaced in a procedure on 4 oct 2023. During the operation, a lead slack issue was noted on the right ventricular (rv) lead. No further changes were reported. Post-procedure the patient was stable.

Manufacturer narrative:
Additional information: a4, b5, b6.